Manufacturer narrative:
A steris service technician arrived onsite to inspect the hexavue custom room rack and found that the hdmi cable needed to be replaced. To resolve the issue the technician replaced the hdmi cable, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the hexavue custom room rack to service. No additional issues have been reported.

Event description:
The user facility reported the display to their hexavue custom room rack was flickering. No report of procedure involvement. No report of injury.